Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance handle ii was used in conjunction with the trapezoid basket in an attempt to crush a 1.5 cm stone. However, the handle cannula broke. The stone was successfully removed from the basket using a soehendra lithtoripter. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event.